Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the black box shows several ¿cs162¿ loss of prime due to low none-zero force warnings. Ez-prime¿ steps were performed correctly, no ¿cs162¿ warnings or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue (constant loss of prime warnings, changed cartridges). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.